Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic fundoplication procedure, the device was difficult to load and unload. Then, after using for first few steps, the needle fell off the device. It was retrieve by using traditional laparoscopic needle holder. The other device was used but the similar problem occurred, the needle of the suture fell and procedure was finished with traditional needle holder. No injury was reported.